Event description:
Bd 60 ml syringe defects: 1 syringe has black ink throughout the plunger, 1 syringe has deformations in the plastic (split on the barrel flange, crooked syringe tip) that resulted in a medication spill. Severity: circumstances or events have capacity to cause error. (B)(6).